Event description:
Per the clinic, the patient experienced abnormal sound quality with device use, and the issue could not be resolved. The implanted device remains. The patient underwent revision surgery on (B)(6) 2013, during which the abutment was removed, and the patient was implanted with a new fixture and abutment. It was also reported that the patient received IV antibiotics during the procedure.

Manufacturer narrative:
(B)(4): implanted device remains.